Event description:
It was reported that stimulator had not work in two years. Patient was not sure if it is a medtronic device. Patient wanted device explanted. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).